Event description:
It was reported that during use of the dilatation balloon, the balloon ruptured at an unk pressure. The rupture was a traverse split rather than a longitudinal split, which made it difficult to retrieve the device. A guide wire was advanced into the aorta so that the balloon could be retrieved. No balloon fragments were left in the pt. No pt effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been rec'd.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned fox plus balloon catheter noted blood and contrast on and in the sidearm, shaft inner and outer member and on and in the balloon, consistent with a rupture in the anatomy. The balloon had a radial rupture 8 mm distal to the proximal balloon taper. The separated portion of the balloon was still attached at the tip and was wrinkled and rolled distally over the tip. The inner member was stretched and also bunched for a length of 1.5 cm distal to the proximal seal. The balloon markers were loose on the inner member due to the stretching. There was a non-abbott guide wire returned frozen inside the inner member. The tip of the guide wire was in a hook shape. There was 2.2 cm of the tip of the guide wire extending out the tip of the balloon catheter. There was no other damage noted to the balloon catheter. The indeflator used during the procedure was not returned. It was unable to be determined if there are scratches on the balloon due to the balloon being wrinkled and rolled over the tip. Scanning electron microscopy (sem) analysis was performed and the results suggest that the balloon failure may be attributed to mechanical damage to the outer surface of the balloon material. There was no report of leaks noted during preparation for use; this may suggest that the balloon damage occurred during use. If the balloon experiences mechanical damage during the procedure due to interaction with highly calcified lesion or associated devices, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. As a result of the radial balloon rupture, a guide wire was advanced into the aorta so that the balloon could be retrieved. The additional damage noted, stretched inner member, damage to the tip, and additional damage to the balloon material likely occurred during retrieval of the catheter after the rupture. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Additionally, all lot release testing data met the manufacturing criteria. Overall, a conclusive cause for the balloon rupture and noted damage could not be determined. However, there is no indication to suggest a product quality deficiency. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.